Event description:
It was reported that the pump exhibited a problem with the main board and had a broken base. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked and broken and the plunger head was full of contamination. Force sensor test error found in pump event history log. The reported issue was verified during inspection. The plunger head was full of contamination and the bottom case was broken from impact. This root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced all parts of the plunger head and broken bottom case.